Event description:
It was reported that "the operation starts without the circuit being connected". The fault occurred while checking before use with the patient. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6. Investigation codes: updated investigation summary: the affected device was returned for evaluation. Appearance check, normal operation check, and functional tests performed. The hl-90 works without the l-70 heating tube installed. The customer's complaint was confirmed. The root cause was a malfunction of the microswitch that detects whether the l-70 tube is attached or not. The microswitch was replaced to correct the issue. Hl-90 device passed all functional and performance tests after repair. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.